Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +16.5d) was implanted on (B)(6) 2025. During a postoperative exam, the patient had an unexpected refraction, and it was determined that the incorrect intraocular lens power was inadvertently implanted. The lal was explanted (B)(6) 2025 and a new lal (sn (B)(6), +19.5d) implanted as a replacement.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).